Event description:
It was reported that the patient said that the purewick urine collection system was not suctioning. Did a trouble shoot and the unit did not suction anything placed a canister order. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. Per customer via phone on 09sep2025, it was reported that the patient said the purewick urine collection system unit still not suctioning with new canister. Serial number (B)(6). No additional information provided. Used with female wicks.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable as suction failure was against purewick urine collection system. Submitting the investigation details as additional information. The reported event is confirmed, cause unknown. Evaluation of sample noted: a bd purewick urine collection system, pump tubing, collector tubing with connector, collection canister with lid and an external power cord was returned for testing. There were no cracks present. There was no residue present on the canister. The stop valve was working properly. There were light and sound indicating function. Once the device was opened up, there was a mild amount of residue on the base and the rim. Further inside, there was mild residue and mild corrosion on the returned pcba. There was also a moderate amount of residue in the inner tubing next to the motor. The labeling is found to be adequate, as it states: "ensure tubing connections are connected properly. Check collector tubing for blockage or flow restriction such as pinched or kinked tubing. Ensure overflow stop valve in collection canister lid is open. The valve floats to the top when the collection canister is full. The stop valve may close if the lid or canister is tipped sideways or upside down. Disconnect tubing and gently shake the lid to reset the valve down to the open position. Ensure collection canister is sealed with the lid tightly closed. Verify suction by disconnecting purewick¿ external catheter from the collector tubing and placing the end of the collector tubing into a cup of water. If water easily flows into the collection canister replace the purewick¿ external catheter" labeling also states: "although the canister can hold up to 2000cc (ml), the urine should be emptied regularly from the collection canister before volume reaches 1800cc (ml). Failure to empty canister before urine overflow may cause damage to the purewick¿ urine collection system and is not covered under the warranty." A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No actions can be taken at this time since a root cause was not identified. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient said that the purewick urine collection system was not suctioning. Did a trouble shoot and the unit did not suction anything placed a canister order. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. Per customer via phone on 09sep2025, it was reported that patient said the purewick urine collection system unit still not suctioning with new canister. Serial number (B)(6). No additional information provided. Used with female wicks.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. Submitting the investigation details as additional information. The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient said that the purewick urine collection system was not suctioning. Did a trouble shoot and the unit did not suction anything placed a canister order. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. Per customer via phone on 09sep2025, it was reported that patient said the purewick urine collection system unit still not suctioning with new canister. Serial number (B)(6). No additional information provided. Used with female wicks.